Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away on (B)(6) 2022 through an unknown cause. The patient had right ventricular assist device (rvad) exchanged on (B)(6) 2022 (MFR# 2916596-2022-00014) due to thrombosis. Left ventricular assist device (lvad) referenced in MFR# 2916596-2022-01491.

Manufacturer narrative:
The patient's death will only be reported against the lvad (MFR # 2916596-2022-01491) manufacturer's investigation conclusion: a specific cause for the reported events and patient outcome as well as a direct correlation to heartmate 3 left ventricular assist system (lvas), serial number (B)(6), could not conclusively be determined through this evaluation. The device will not be returned for evaluation. Due to privacy laws restrictions the customer will not share any kind of patient related information. This includes all kind of data regarding the patient and its course of disease. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit was shipped on 02jul2021. The heartmate 3 lvas and patient handbook are currently available. It was reported that the hm3 lvas, serial number (B)(6) was used as a right ventricular assist device (rvad) which is not an approved indication. The heartmate 3 is indicated for lvad support, and all labeling, physician training and customer marketing materials are aligned with this indication. This IFU lists death as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system in section 1, ¿introduction¿. No further information was provided. The manufacturer is closing the file on this event.